Manufacturer narrative:
Hill-rom technical support explained to the account how to set the bed exit alarm and the account is now able to set the bed exit and the bed is functioning as designed, user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No repair needed the bed functions as designed. Based on this info, no further action is required. .

Event description:
The account reported the bed exit would not set. The bed was located in the bed stop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).